Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the cover of the ceiling suspended radiation shield arm detached. Upon functional testing, the fse found that the cover of the ceiling suspended protective plate had come off. To resolve the reported issue, the clinical engineer reinstalled the cover of the ceiling hanging protective plate. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the cover of the radiation shield arm detached. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.